Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: on investigation, the pump powered up to a display with pinkish contrast. The bolus button cover was missing from the base. The bolus button was not tested due to the missing cover. No tactile issues were found with the keypad buttons. (B)(6).

Event description:
The pump was returned for investigation. Investigation found a discolored display. This report is made based on the results of investigation completed on (B)(4) 2015.